Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) found the drawer was not failed. The fse verified the dog bones were properly seated, confirmed the drawer opened correctly, and adjusted the drawer rails to ensure proper alignment and operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 maintenance needed and would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.